Manufacturer narrative:
This report is submitted based on the returned device evaluation results that identified deviation in the manufacturing process. The investigation found the microcatheter returned undamaged. An in-house stent encountered resistance at the hub, which is consistent with the alleged product issue. The hub was dissected during the investigation and the proximal lumen was found to have exposed braid at the hub transition, which would have contributed to the resistance encountered. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed braid, but this condition is consistent with a deviation in the manufacturing process. The catheter condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
It was reported that during aneurysm procedure, stent was placed to treat aneurysm after angiography. After microcatheter was in place, the resistance was relatively large during stent delivery, and the stent could not be delivered smoothly. The procedure was successfully completed after the new microcatheter was replaced. The investigation findings found the lumen to not be fully flared at the hub joint with exposed braid in the lumen.